Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that on (B)(6) 2022, the patient underwent PICC catheterization for treatment. The procedure was successful, and she came to the hospital repeatedly for chemotherapy and other infusion treatments from (B)(6) 2022 to (B)(6) 2023. During the period, the patient performed catheter maintenance on time without discomfort. On (B)(6) when I came to the hospital on time for catheter maintenance, the specialist nurse found that the patient's catheter was damaged at about 40cm after investigation and investigation. After communicating with the doctor in charge of the patient, I explained to the patient that the patient still needed to undergo intravenous chemotherapy. With the consent of the patient and his family, the catheter was trimmed at the catheter rupture and kept. No other information provided.